Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump could not be charged properly without the customer holding the cable in a certain position and maneuvering it in the charging port. There was no impact to the customer's blood glucose level. It was indicated that the customer would obtain lantus for alternate insulin therapy.